Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.

Manufacturer narrative:
(B)(4): added additional information. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Event description:
It was reported that during an unknown procedure, the burn plate separated. It is unknown if any pieces fell into the patient. The patient was not compromised. It is unknown how the case was completed. One device will be returned. No other details are available.